Event description:
Caller reported recurring issues with loading cartridges into the pump, frequently receiving minimum fill notifications and having to redo the loading process multiple times before resuming insulin delivery. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.